Event description:
The patient reported that the patient had his device explanted many years ago because it didn't work for him and setting changes were uncomfortable. The explanted product has not been received to date. No further relevant information has been received to date.